Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 345.4 mcg/day) via an implanted pump. The patient's other medications included phenobarbital. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that a pump alarm was heard by the patient's mother yesterday ((B)(6) 2016) and today ((B)(6) 2016). The pump was read and showed that the pump was in safe state. The pump logs indicated multiple "reset occurred" and "reset occurred - low battery" messages on (B)(6) 2016 with a pump in safe state message on (B)(6) 2016. The pump was replaced and the patient was admitted to the hospital for observation. Additional information was received on (B)(6) 2016 from a company representative and it was reported that according to the patient's mother, the patient had complications related to the event. The patient's right lung collapsed due to the withdrawal because the pump had malfunctioned. The patient had to be on a ventilator for a few days following the replacement. On (B)(6) 2016 additional information was received from the patient's mother and she reported that the patient came home from the hospital a week ago today. The patient's lungs were still weak and the patient was on a ventilator.

Manufacturer narrative:
Analysis of the pump on 2016-07-01 revealed high battery resistance and leaking of fluid from the pump¿s outlet port due to damage or missing o-ring. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.